Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) on (B)(6) 2020 regarding a patient receiving gablofen with concentration 500 mcg/ml at dose rate of 223 mcg/day) via an implanted infusion pump for cerebral palsy. It was reported that the patient came in for a routine refill and programming. The reservoir volume was updated and programmed. A short time after this the physician decided to also increase the dose by 10%. The nurse re-interrogated the pump and it showed a motor stall occurred at 11:38 and she had re-interrogated the pump at 11;43. At the time of the report the nurse re-interrogated the pump and the motor stall had recovered. The nurse also confirmed at the time of the report that they had a model 8840 programmer as well. At the time of the report they checked the pump status again with this model 8840 programmer to also confirm the recovery had occurred. The 8840 also confirmed the recovery. The nurse denied any magnetic interaction with the pump. The patient been doing quite well with the therapy. The patient was sitting in a motorized wheelchair while they were communicating with the programmer. Electromagnetic interaction (emi) was discussed and monitoring the pump was also being considered. It was reviewed that they would need to ob tain the programmer tablet logs and conference mobility on the call. The clinical software application version being used was version 1.0.7493 and the clinician programmer tablet serial number was (B)(4). The nurse was going to take care of the patient she was seeing first and was to call back to obtain the tablet logs. No patient symptom was reported. Additional information was later received on 2020-apr-30 from a healthcare provider. Regarding the motor stall that was previously indicated as having occurred at 11:38, it was noted that they had not heard the pump alarm. Regarding if the logged motor stall recovery was at the same time as the second interrogation, it was noted that recovery had occurred 2 minutes after. The device was interrogated at 11:41 and motor stall recovery had occurred at 11:43. There were no reservoir volume discrepancies observed that were associated with the stall. The cause of the motor stall was not determined. Regarding further actions taken, the pump was interrogated with a model 8840 clinician programmer to confirm recovery. The motor stall had resolved. The patient¿s weight at the time of the event was clarified. No further patient complications have been reported as a result of this event.